Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient developed an infection, which caused septicemia (blood poisoning). This right atrial (ra) lead was explanted, along with the device and right ventricular (rv) lead. Vegetation was observed on both leads, and the device. A new lead(s) and device will be implanted after treatment of infection, and will be performed at a different hospital. No additional adverse patient effects were reported.